Event description:
Noted that patient had treated episode that appeared to take longer to detect than physician would like. Noted undersensing as well as lots of atrial pacing. Noted that atrial paced events come as a result of expiration of v-a timer. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).